Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited two inappropriate shocks due to possible air bubbles. The device was turned off until device check in the clinic. This electrode remains in service. No additional adverse patient effects were reported.